Event description:
The facility reports the resident was transferred from the shower trolley to the wheelchair with the tempo. All clips were audibly fixed, according to the carer. During the transfer, one of the castors got stuck in the seam on the floor. Force was used to release the lifter, which probably made the lifter shake. At the same moment, the right shoulder clip detached, the resident fell out of the sling and hit her head on the tiled floor. The resident sustained grazes on the right cheekbone, a large hematoma on the right side of the head, and further bruising of extremities. A week later the resident still complains of pair at the hips (will probably schedule x-rays soon). She was diagnosed with a concussion by examining medical practitioner.